Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that electrode was missing on sensor. Customer states that last sensor inserted did not find signal and upon removal the sensor did not have an electrode. Customer's blood glucose was 7.4mmol/l at time of incident. Sensor will be replace and will not be return for analysis.